Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigationn was limited to the info provided. The investigation could not verify or draw any conclusion about the reported event based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should add'l info be received, the investigation can be reopened.

Event description:
The pt was revised due to osteolysis, poly wear and loosening.